Event description:
Per the field clinical specialist (fcs), approximately 5 years and 4 months post implant via transfemoral approach, the sapien xt valve implanted within an 21mm 3000tfx was being evaluated for bioprosthetic valve dysfunction. It was later indicated that the sapien xt valve was explanted and replaced with a surgical valve.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Update to h6; device code, type of investigation, investigation findings, investigation conclusion. The sapien xt valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. The following instructions for use (IFU) were reviewed: novaflex+ delivery system with xt valve. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve degeneration was unable to be confirmed due to unavailability of product returned, relevant imagery and information. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Valve degeneration or structural valve deterioration (svd) is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per the complaint description, "the sapien xt valve implanted within an 21mm 3000tfx is being evaluated for bioprosthetic valve dysfunction". No medical record or relevant imagery were provided. In this case, a conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. UDI number is not available as the valve was distributed prior to 09/24/2014.